Manufacturer narrative:
Device eval by MFR: the device was returned and analysis was completed. The device was inspected for any damage or irregularities. Both the ic and usc were cut at the cable, so the sn was unable to be confirmed and functional testing was unable to be performed. The ic showed no apparent damage, the device measured in specification. The usc showed no apparent damage and the device measured in specification. Microscopic inspection of the usc revealed a section of what appears to be an extra layer of shrink wrap that did not shrink that went from 115cm-117cm.

Event description:
It was reported that thrombus occurred. An ekosonic catheter was selected for use to treat a thrombus located in the superficial femoral artery (sfa). The thrombus was noted to be acute and chronic. Heparin was given at 12mg/hr and lytic at 1 mg/hr over the course of 24 hours. During treatment of the thrombus with the ekosonic catheter, the clot was not cleared up, and it increased in severity while the catheter was in place. The physician observed that the pulse was lost in the foot. The increase in thrombus was attributed to a catheter malfunction by the physician. The procedure was then completed the following day with a cdt catheter. There were no further patient complications.

Event description:
It was reported that thrombus occurred. An ekosonic catheter was selected for use to treat a thrombus located in the superficial femoral artery (sfa). The thrombus was noted to be acute and chronic. Heparin was given at 12mg/hr and lytic at 1 mg/hr over the course of 24 hours. During treatment of the thrombus with the ekosonic catheter, the clot was not cleared up, and it increased in severity while the catheter was in place. The physician observed that the pulse was lost in the foot. The increase in thrombus was attributed to a catheter malfunction by the physician. The procedure was then completed the following day with a cdt catheter. There were no further patient complications.